Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) assisted the user facility's biomedical engineer with troubleshooting the device via phone. The tse suggested replacing the oxygen sensor to resolve the reported event. During a follow-up with the facility's biomedical engineer, it was found that the oxygen sensor was replaced and the device passed all performed testing.

Event description:
A report was received stating a ventilator generated a high oxygen concentration alarm during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.